Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: 1 unit of lot c1962149 of echo-hd-22-ebus-p-c was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluations: distal end of needle examined and slight kink observed at notch of needle. Stylet examined and no issue observed. After re-inserting stylet into device examined notch of needle and observed stylet protruding slightly out of it. Tip of stylet examined and no issue observed. Documents review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1962149 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1962149. The notes section of the instructions for use, ifu0110-7 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110-7) image review: n/a root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage on insertion into the scope resulting in the needle kinking at the notch after the puncture attempt and leading to the stylet slightly protruding out of the notch of the needle. This then may have led to the difficulty retracting the device into the access channel of the scope and to the damage caused to the scope when attempting to advance the needle again. It is also possible that the needle hit or passed hard cartilage leading to the distal end of the needle to kink slightly after the puncture attempt. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the lab re-evaluation of the complaint device conducted on 20-mar-2023. This report also captures the completion of the investigation and an update to the investigation conclusions on the 05-apr-2023.

Event description:
Supplemental report is being submitted due to complete of the lab evaluation on 09-jan-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up report is being submitted for the lab re-evaluation completed on 07feb2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Material defect. After the 2nd puncture, a piece of metal could be removed from the needle, this caused damage to the ebus endoscope. The working channel was damaged by the piece of metal. Needle kept for evaluation. "As per cc form": the needle could not be retracted into the access channel. Therefore it was pushed forward again and a very tiny metal part was observed in the biopsy window of the needle. While further pushing forward the access channel was damaged. Patient wasn't harmed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device. (Handle end (proximal end) or patient end (distal end) n/a. Handle end, patient end. Were any other defects? (Other than the complaint issue) observed on the device prior to return (e.g. Kink) no. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. If the device is a procore needle, is the device damage located at the notch / core trap? Yes. If no, please specify where the damage is located: metal-splint at the core trap 6. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs a. If the lungs, which lymph node was being targeted e.g. 4r, 11r, 12l etc. 4r / 7. Please describe the size of the intended target site: n/a. If not with the device in question, how was the procedure performed and/or finished hf-needle-knife / kryo-biopsy from l7? Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day n/a, same procedure, another day? Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.) No. If yes, please specify what was observed and where on the device it was observed? N/a. What is the scope manufacturer and model number that was used? Pentax h1 20557. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted on advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? No. How many samples were obtained (passes completed) with this needle? Samples (3x 4r / 3x 7). Did any section of the device detach inside the patient? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle-tip was advanced into the target site, was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? In pathology findings on 4r was some casrtilage. The cartilage-free areals were aimed during the procedure.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.